Manufacturer narrative:
The MFR did not receive explanted devices for review. The lot numbers were received for the explanted devices and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However there is no indication for a product failure. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer reference number (B)(4).

Event description:
It has been reported that the pt was implanted with biolox delta head 32 12/14 on (B)(6) 2012. On (B)(6) 2013, 8 months after surgery, he reported that he was still experiencing pain. A bone scan indicated a possible loose stem. The pt underwent revision surgery on (B)(6) 2013 due to pain and loosening of the stem. During revision surgery, the stem was determined to be solid and the shell was loose. The shell, liner and the head were all replaced. This is a split case. Zimmer us will submit their report concerning the shell and the liner. Zimmer (B)(4) is only reporting the biolox head.